Event description:
It was reported that following an unknown procedure, the device was fired and the donut was intact. The leak test showed no leaking, however, after 2 weeks, the anastomosis started leaking and the surgeon had to give a permanent stoma.